Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a middle cerebral artery stroke. The patient was anticoagulated with international normalized ratio of 3.0 upon emergency department arrival with new onset stroke symptoms on (B)(6) 2024. The patient had symptoms of left sided facial droop, left arm flaccid, and the inability to move left leg. Log files were submitted for review and captured clusters of pulsatility index (pi) events as well as routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The patient was brought to interventional radiology for mechanical thrombectomy with ¿partial restoration of flow¿. Additional information received stated that left leg deficit occurred during event and improved post mechanical thrombectomy. The left arm deficit unfortunately did not significantly improve post thrombectomy. The patient was then admitted to the intensive care unit where they underwent multiple head computed tomography scans. Anticoagulation was said to have been help due to concern of small subarachnoid hemorrhage post procedure. On 24jul2025, it was reported that due to the patient's recent stroke, anticoagulation was held and patient had atrial fibrillation on and off. The patient was sitting up in the chair when their flows suddenly dropped to 0 liters per minute. Despite a system controller exchange, flow continued at 0. The ventricular assist device coordinators (vad) reported the ability to hear the revving noise, and the patient became pulsatile. The decision was made to turn vad off, and the patient passed away few minutes after the left ventricular assist device stoppage. Log files were submitted for review. The event log file captured frequent pi events on (B)(6) 2025 from 0:55 to 13:20. The event log file then captured low flow alarms from starting on 13:20 to 13:33 then the driveline was disconnected. The flow was 0 and the pi values were non-variable and routinely in the range 2.4 to 4.3. The backup system controller contained data from (B)(6) 2025 at 12:36 to 12:59. The event log file captured on set of low flow alarms from starting on 12:36 to 12:58 when the intentional pump stop was activated on heartmate touch. The flow was 0 and the pi values were non-variable and routinely in the 1.8 to 3.5. The patient passed away on (B)(6) 2025 due to presumed pump thrombosis in the "eye of the pump" due to atrial fibrillation and being off of anticoagulation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported pump thrombosis was unable to be confirmed through this evaluation. Review of the submitted log files confirmed the reported low flow alarms, which the account contributed to the suspected pump thrombosis in the eye of the pump. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log files collectively contained events from (B)(6) 2025. Low flow hazard alarms were captured on (B)(6) 2025 when the estimated flow suddenly decreased to 0 liters per minute (lpm). No other notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, stroke, cardiac arrhythmia, bleeding, and death, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism and arrhythmia as potential late postimplant complications. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. B) and clinicians (rev. B) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported through a medwatch report that the patient was found to have a distal right m1 occlusion that required mechanical thrombectomy.